Event description:
Reporter alleged an accidental stick of the finger when trying to manually pull out the needle of the device because it would not properly eject. Reporter indicated the alleged incident happened last week and did not receive any treatment as a result. A request was made for the return of the suspect device and replacement product was sent.